Event description:
It is reported that the patient has a button error on their insulin pump and the button will not work. Patient's blood glucose level is at 126 mg/dl. Trouble shooting is conducted and found water damage. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).